Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 1 year after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type iii), immediate implant and immediate load procedures were performed, fenestration occurred during surgery, bone graft was executed and trauma over the implant has occurred.